Event description:
It was reported that during meniscus surgery, t1 and t2 deployed simultaneously. All t's were removed from the patient. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One (B)(6) fast-fix 360 curved needle delivery system device received. The complaint stated: ¿t1 and t2 deployed simultaneously.¿ t1, t2 and suture were returned freed from the delivery needle. The depth limiter was attached and was undamaged. The needle shows no damage and the delivery needle curve appears undisturbed. The device cycled and actuated as expected. This device does not show cause for malfunction. No mechanical problem was noted. Factors influencing successful anchoring include device ability, implant location and tissue condition. It is undetermined what factors contributed to the stated complaint as no failure was found. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted at this time.